Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that her husband¿s insulin pump was showing a book with question mark. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer reported that they received the open book image on the pump screen. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No damage on electronic assemblies noted.